Manufacturer narrative:
The investigation confirmed the results obtained on the e411 analyzer using kits from (B)(6). The elecsys anti-tshr test is referenced against nibsc 1st is 90/672 and is fully traceable. Discrepant results may be observed when compared to another method even if both assays are standardized against the same reference standard. These discrepancies are caused by the heterogeneity of the autoantibodies in combination with the antibodies used in the tsh receptor assay and the assay format itself.

Event description:
The customer alleged a questionable result for one patient sample run with the anti-tshr, antibodies to tsh receptor (atshr) test. The customer did not provide the date on which the event occurred. The customer obtained a result of 2.77 iu/l with the atshr reagent. The customer repeated the test by the lumipulseprestoii (fujirebio) method and obtained a result of 0.89 iu/l. The customer repeated the test by the aia (tosoh) method for a result of 1.10 iu/l. No adverse event occurred. The customer did not provide the lot number or expiration date of the atshr reagent.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.